Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance in the bipolar pacing configuration, and the impedance and threshold were also high in the unipolar pacing configuration. The patient does not require pacing in the ventricle so the physician elected to reprogram the device to minimize ventricular pacing (mvp mode was turned on) and to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.